Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ syringes with luer slips, was missing scale markings. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect were observed. A photo and sample were received from the customer, and it was possible observe scale marking missing. The probable cause for the defect is related to failure at printing system at the marking machine entrance, allowing the defective product to flow through the process. The defect identified from this complaint will be monitored for trend evaluation. CAPA is not required.

Event description:
It was reported that before use of the bd plastipak syringes with luer slips, was missing scale markings. There was no report of exposure, injury, or medical intervention.